Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable high gluc2 glucose hk result for one patient sample from a cobas c 111 analyzer. The initial result was 246.98 mg/dl and was reported outside of the laboratory. The repeat results were 109.94 mg/dl and 112.44 mg/dl and were believed to be correct. There was no adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative could not find a cause. He replaced the wash valve, fluid cleaner valve, syringe, and wash station. He performed fluid primes and successfully ran check test and precision check. The customer successfully ran qc. The service actions appeared to have resolved the issue.